Event description:
The customer reported cannot enter parameters; it is difficult to enter parameters; when entering parameters, the parameters are jumping; patient parameters are jittery and do not adjust smoothly. The customer reported there was no patient involvement.